Event description:
Attempts to advance a coronary stent with delivery system through the pt's tortuous anatomy to the target lesion site in the pt's cicumflex artery were successful. As a result, guide catheter support was compromised and the stent embolized from the delivery balloon to an unknown locaiton in the pt's body. The sds was withdrawn from the pt without complication and another coronary stent with delivery system was used to successfully deliver the stent to the target lesion site in the pt's circumflex artery. There were no clinical sequelae reported relative to the event.